Manufacturer narrative:
Additional manufacuring narrative: other, additional manufacturing narrative (if other): the product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported bad readings. No patient impact or consequences reported.